Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited intermittent crosstalk. Atrial paces were detected by the ventricular channel resulting in non-sustained ventricular oversensing episodes. It was also noted that the device exhibited a diagnostics anomaly detected . The device noted a loss of capture event but there was no true loss of capture event. No device intervention or patient symptoms were reported.